Event description:
While trying to do a femoral nail insertion, the nail and blade became locked prior to completing the insertion. The surgeon was attempting to insert the helical blade and it locked half-way in. The helical blade could not be advanced any further or removed. Therefore, the femur had to be split open to remove the nail. The procedure was completed using back-up equipment. The patient is non-ambulatory.

Manufacturer narrative:
H3, h6:subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time.